Event description:
It was reported that the pt underwent surgery on their left shoulder and a panalok rc quickanchor plus and ethibond sutures were implanted. It is opined that the sutures and device were not sterile and the pt developed an infection.